Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and determined to be functioning according to product specifications. Further evaluation found no device malfunctions that would have caused the reported event. Medical records have been requested. A supplemental report will be submitted upon final review of medical records by the post market clinical department if additional information is obtained.

Event description:
A peritoneal dialysis (pd) nurse reported a patient was positive for peritonitis on (B)(6) 2014. The patient grew out gram positive cocci and was treated with vancomycin for two weeks. Repeat culture on (B)(6) 2014 showed negative growth. The patient was not hospitalized for the event and continued on pd therapy.